Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. Additionally, it was reported that the basal settings were input incorrectly by the customer resulting in a low blood glucose (bg) level of 40 mg/dl; a life saver tablet was consumed to address low bg.